Event description:
It was reported that while using a side-firing surgical fiber during a prostate procedure, at 61,553 joules of use and 14 minutes, the output beam was observed to be forward-firing. The procedure was completed using a second side-firing surgical fiber, however, the second fiber was also reported to be forward firing. (Joules used and time expended for the finishing fiber were not recorded by the customer). Patient outcome: no injury reported. This report is for the second (finishing) surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is no evidence of detritus adhesion; the bevel edge appears in good condition. Based on the device analysis, the potential for forward firing may exist. Fiber card analysis: 39,880 joules. The fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.